Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the basal rates were resetting in the pump. No further information was provided. Animas attempted to follow up with the reporter to perform troubleshooting of the event but has been unsuccessful at this time. There was no reported adverse event. This report is made based on the allegation that the pump basal rates were resetting without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/29/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a battery life issue. Data relevant to the complaint was overwritten due to extended pump use. All programmed settings were maintained during investigation. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).